Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Displacement test was not performed due to blank display. The following cosmetic damage was noted: broken reservoir tube lip, missing reservoir tube o-ring, cracked lcd window, cracked case at lcd window corners, scratches on the reservoir tube window, cracked battery tube threads, broken belt clip slot, and stained end cap sticker.

Event description:
It was reported the insulin pump was broken. Customer's blood glucose was 6.7 mmol/l. Customer stated the reservoir compartment is broken. Sometimes due to the damage when customer wakes up in the morning the reservoir is out of the device. Customer does not recall how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.